Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic acl procedure, a portion of the distal end of a rigidfix guide sleeve broke off into the pt's condyle. The surgeon was able to remove the fragment from the bone, and the procedure was concluded successfully without further issue or harm to the pt. The surgeon did not use the proper tool or technique in his attempt to remove the guide sleeve. Instead of using the recommended sleeve removal tool and pulling in a straight line direction, the surgeon attempted the sleeve extraction by using his hands as the instrument.